Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the event. The patient was treated injection (inj). Vancomycin (1 gm, 4 times per day, ip), inj. Zenium (1 gm in each bag, 4 times per day, ip) and inj. Ceftazidime (1 gm, 4 times per day, ip). It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.